Manufacturer narrative:
Phone (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the "check vent:: blower temperature high" alarm was activated. The unit was being used on a patient at the time the reported issue occurred however, there was no patient harm.

Manufacturer narrative:
The manufacturer¿s international service technician could not duplicate the reported issue during a test run. An occurrence of e/c 1122 was confirmed in the drpt. The manufacturer¿s international service technician replaced the blower to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The determination could be made that the device failed to meet specifications. Though the unit was being used on a patient at the time the reported issue occurred, there was no patient harm. There is a relationship of the device to the reported problem. This complaint was caused by a failure of the lm20 temperature sensor.